Event description:
It was reported that during a lap sigmoid case, "generator error" appeared on multiple (B)(4) generators. The case was continued with a second handpiece. No patient consequence. No devices will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.